Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI and a mammogram. Later healthcare professional reported "immediately upon entering the subpectoral space, silicone gel was visualized". This record is for the right side. Device was explanted and replaced and it will be returned.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI and a mammogram. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI and a mammogram. Later healthcare professional reported "immediately upon entering the subpectoral space, silicone gel was visualized". This record is for the right side. Device was explanted and replaced and it will be returned.